Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the stent being displaced on the balloon by about 1 mm in distal direction. The balloon has been inflated and was in the as-returned state partially deflated. The stent has been partially dilated and is severely deformed over its entire length, i.e. The stent is flat and several struts are bent. Stent imprints on the exposed balloon surface show that the stent was initially crimped centered on the balloon. The stent could be easily shifted on the balloon, indicating that stent may have been repositioned. During the investigation, the balloon was successfully inflated with 8 atm (np) and up to 16 atm (rbp) during which no leakage was observed. The balloon opened normally and could also be normally deflated. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of process output monitoring. Further, each product is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
After treatment of a mildly calcified lesion in a moderately tortuous part at a bifurcation in the lcx with a dcb, the patient's condition worsened after returning to the room. Drainage and cag were performed, revealing bleeding. A pk papyrus covered stent system was placed twice, but the stent had not been released. After the device was removed from the body, the pk papyrus had not been released and had shifted(displaced). Another pk papyrus was implanted to finish the procedure.

Event description:
After treatment of a mildly calcified lesion in a moderately tortuous part at a bifurcation in the lcx with a dcb, the patient's condition worsened after returning to the room. Drainage and cag were performed, revealing bleeding. A pk papyrus covered stent system was placed twice, but the stent had not been released. After the device was removed from the body, the pk papyrus had not been released and had shifted(displaced). Another pk papyrus was implanted to finish the procedure.